Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that when inspecting instruments that were returned after surgeries. Glenosphere inserter - inner threads for handle are cross threaded. Glenosphere extractor tip inner threads for handle are cross threaded. Baseplate insert handle male screws threads are cross threaded and wont screw on. The device associated with this report was returned to depuy synthese for evaluation. Visual inspection of the returned sample revealed the threads at the distal end of the device, were heavily stripped. A functional test to assess the reported assembly allegation was conducted with a returned sample of glenosphere inserter tip 650011104 and it was not possible to assemble the devices. Based on the observed condition of the returned device, the investigation was able to confirm the reported event. No other problem identified. This type of damage is likely due to repeated slightly off-axis assembly. Properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition of the baseplate inserter rod would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. And it has been determined that no corrective and/or preventative action is proposed. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a post-surgery inspection, the male screw threads of a baseplate insert handle were found to be cross threaded and would not screw on. There was no patient consequence or surgical delay reported.